Event description:
Edwards received information that during use of an aortic occlusion device for minimally invasive mitral valve repair the balloon ruptured. The total balloon volume used at the time of balloon rupture was more than 75ml as the patient had a 40mm aorta. At the time the balloon ruptured, the mitral valve repair was almost completed. The case was finished with a beating heart. It was also reported, prior to the balloon rupture, a kink was noted at the junction between the white handle of the device and the catheter shaft just after the aortic occlusion device was advanced into position in the aorta. It was reported that only the external plastic was broken and the break did not touch the inner lumens of the device. The balloon worked well and normal pressures, balloon inflation, and cardioplegia delivery were noted prior to the balloon rupture. It was the physician¿s opinion the balloon rupture was not related to the kink. No patient injury was reported.

Manufacturer narrative:
Result=material rupture. Additional manufacturing narrative: the device was returned to edwards for evaluation and the reported conditions were confirmed. Visual examination of the balloon found a large radial tear. The customer also reported a kink between the shaft and the white hub handle and the external plastic was broken but the break did not touch the inner lumens of the device. Damage and separation between the reinforced strain relief of the shaft and the hub section was observed on evaluation. The customer¿s report of broken ¿external plastic¿ described as a kink between the shaft and the white hub handle was confirmed. This noted damage and separation, unrelated to the balloon burst, is considered to present a low risk to the patient and is being addressed through edwards quality system. The root cause of the balloon burst can likely be attributed to the user inflating the balloon with volume greater than indicated in the instructions for use. The IFU states: warning: do not exceed maximum inflation volume of 40ml as balloon burst may occur. Manufacturing records were reviewed and there were no related nonconformances identified. A review of the IFU was performed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Trends will continue to be monitored on through the edwards quality system and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturing narrative: device will be evaluated upon receipt.